Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during procedure, was completed with same set of device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the erbie generator was turned on, the visio 50¿ television connected to the video system center using a dvi (digital visual interface) to hdmi (high-definition multimedia interface) cable would cut out. It is unknown when the event occurred. There were no reports of patient harm.